Event description:
Report received that the device did not detect or sound an audible tone when the slide clamp was not in position. During testing by the user facility reportedly "the tubing set was placed into the channel of the device without the slide clamp, the door was closed and the device did not alarm." There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.